Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.